Event description:
It was reported that "during a procedure the device broke at the tip." All pieces were retrieved. No pt injury reported. Device was discarded at the hosp.

Manufacturer narrative:
The actual device was discarded at the hospital. Without the device we are unable to investigate the reported complaint. We are considering this complaint closed.